Manufacturer narrative:
Failure to follow instructions-permanent suction was not applied to the balloon during withdrawal.

Event description:
Evaluation summary: the catheter is separated in multiple parts; balloon and part of guide wire tube over a piece of guide wire, remaining part of the guide wire tube over another section of guide wire and the luer and shaft. The balloon is dirty of hardened blood and it is unfolded. The detachment between balloon and shaft occured in the proximal part of the balloon, at the end of the proximal cone. Two sections of the guide wire have been sent back and both of them have wrinkled part of the guide wire tube over it.

Manufacturer narrative:
(B)(4).

Event description:
The physician was using a pacific plus pta balloon to treat an eccentric, short length, highly calcified popliteal artery with a terumo 4f sheath. No abnormality noted during preparation and inspection of the pacific plus prior to use. No resistance noted advancing the pacific plus through the terumo 4f sheath. No difficulties noted during delivery of the device to the lesion site. After successful dilatation the balloon was deflated and was being pulled out by terumo 4f sheath. The device was then withdrawn through the terumo 4f sheath. It was reported that permanent suction could not applied be to the balloon. On the way back through the lock more force was required and the retrieval of the catheter was not performed under fluoroscopy. Upon entering, the gate of the catheter ripped apart into several sections. All parts were salvaged. The sheath was disposed of. No patient complications or other sequelae were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.